Manufacturer narrative:
(B)(4). Per the customer's medwatch, the hospital facility's biomedical department engineer evaluated the unit. The unit was tested while the user was still present. The unit was connected to the wall oxygen and functioned properly. The technician disconnected oxygen from the wall outlet and unit alarmed ¿low o2 pressure¿ (as expected). The technician reconnected oxygen source, reset alarm and alarm did not reappear. The unit ventilated properly without any alarms. The technician suggested to the user to have the oxygen in the rig tested and this will be conducted by the ambulance mechanics. Follow up from ambulance mechanics: the mechanics checked the oxygen tanks on the rig and found that they were at an acceptable level and the solenoid was functioning. At this time, (B)(4) has not received the suspect device/component for evaluation.

Event description:
It was reported to (B)(4) via a medwatch form that during an ambulance transport of a critical patient on bi-level positive airway pressure via model lap top ventilator 1200, when the crew switched the patient over to the rig¿s oxygen tank and turned the oxygen valve on, the patient became extremely short of breath, would not tolerate the mask, felt like he was not getting enough oxygen, and was very anxious and restless. While this was happening, the ventilator kept alarming ¿low oxygen pressure.¿ the crew troubleshooted, checked all of the connections and everything appeared to be in place. Both of the tanks in the truck were on, but the ventilator kept on alarming. The patient would not tolerate bi-level positive airway pressure anymore and the crew had to perform a rapid sequence intubation. At this time, it is unknown if there was any patient harm associated with the reported event.